Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a bulging cylinder. The cylinders and pumps were removed and replaced and there were no patient complications reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a buldged cylinder. The cylinders and pump were removed and replaced and there were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders and pump were visually and microscopically examined, and leak tested; the pump was also functionally tested. No anomalies were found with the pump. A bulge was identified in both cylinders when inflated with syringe. Based on the information available and analysis results, the bulges identified in the cylinders could have caused or contributed to the reported clinical observation of bulge.